Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the surgical intervention was undertaken wherein the ipg was explanted and replaced this addressed the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s external device is showing ¿replace generator¿ error message. It is undetermined if the ipg is exhibiting normal or premature depletion. Surgical intervention may be pending to address the issue.